Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred after receiving an alert 13. Customer's blood glucose level was 400 mg/dl. Customer successfully loaded a new cartridge resolving the alarm.